Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the pacemaker exhibited ventricular oversensing causing pacing inhibition. Programming changes were made. The patient was stable in condition.